Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient had a procedure done and they had to turn off the stimulator for the procedure. Later in the day the patient turned the therapy back on but experienced 10 out of 10 pain radiating from that area. The patient was unable to turn the device back off and came to the emergency room. The caller indicated that they were told to contact the manufacturer. The agent reviewed options for changing settings. The caller did not want to try to turn therapy on/off. The issue was not resolved through troubleshooting.